Event description:
The clinician reports the implant was inserted (B)(6) 2009 in fdi 14. On (B)(6) 2020, loss of osseointegration was verified. Patient presented with inadequate bone quality/quantity and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, pain, swelling, bleeding, increased sensitivity, abscess and fistula. No further patient complications were reported.